Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photos provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photos describing the event. The picture provided shows the system processor on the front and the back of the machine. Photos of the device were not provided. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The user indicated "the patient maintained agitation and intense nausea reflexes", this likely contributed to this occurrence. The instructions for use state under system preparation: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." The instructions for use also direct the user to: "lubricate endoscope and exterior portion of barrel." The barrel can dislodge if lubricant is applied to the endoscope prior to attaching the barrel or if lubricant is allowed inside the barrel before the loading process. The instructions for use state: "caution: do not place lubricant inside barrel." A possible contributing factor to barrel detachment includes allowing body fluids to enter the area between the barrel and endoscope. The instructions for use state under precautions: "prior to assembling device, routine endoscopic examination is recommended to confirm diagnosis requiring treatment of esophageal varices or internal hemorrhoids." If the endoscope is wiped free after the initial check for location of the varices, body fluids in this area can be avoided. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal ligation, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that during the first attempt to examine the cdi to perform the ligation, even under maximum sedation, the patient maintained agitation and intense nausea reflexes, causing the cord to rupture and the ligation cap to come off the device. An examination was carried out in the surgery center, under general anesthesia, the cap was removed with the help of a basket, without any complications. Another ligature kit was used to complete the procedure.